Event description:
Olympus was informed that after the colon polypectomy procedure, the pt complained of pain and developed peritonitis. The pt was treated with antibiotics. The pt reportedly recovered and was discharged from the hospital after five days.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report, and was informed that the doctor caught serous membrane with the snare when the polyp was being excised. The device referenced in this report was not returned to olympus for eval, as it was discarded following the procedure. The pt's outcome was attributed to user error. This report is being submitted as a medical device report in an abundance of caution.